Event description:
It was reported leak occurred outside the body. PICC dressing noticed to be wet post treatment. Treated for possible extravasation. Patient continues to report no symptoms of same. Insertion date was (B)(6) 2024. 122 days in use. Exit site marking was 3cm. Used for CT with contrast on (B)(6) 2024 and (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-07240 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-07216.